Event description:
It was reported that anteroposterior x-ray imaging taken during a spinal cord stimulation (scs) implant procedure revealed the paddle lead had been placed slightly to the right. However, the physician decided to leave the lead in situ, and completed the procedure by implanting the rest of the system and the incision was closed. Lateral x-ray images taken immediately after had revealed half of the electrodes were falling to the side. The incision was reopened to adjust the lead position resulting in an extended procedure. Since the imaging taken during the procedure, and after the incision were closed were from different angles, it could not be determined if the lead had moved further to the right after the incision was closed. The patient did well postoperatively and received therapy in their targeted pain area.